Manufacturer narrative:
An united states (us) customer reported falsely elevated sodium (na) results on two patient samples that were obtained from an atellica ch 930 analyzer. The customer indicated that they reported the discordant results when quality controls (qc) recovered out of range. The customer performed an integrated multisensor technology (imt) advanced clean maintenance activity followed by sensor replacement. Qc remained elevated and out of acceptable range. The customer replaced all imt fluids, including standard a, standard b/salt bridge, and imt diluent. After replacement of the imt fluids, qc recovered to within acceptable range. The customer then resumed processing of patient samples. Siemens further investigated the issue and determined that insufficient imt diluent onboard on the atellica ch 930 analyzer potentially contributed to the elevated qc results and patient samples. The customer performed a use error reporting results when qc recovered out of ranges. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Falsely elevated sodium (na) results were obtained on two patient samples from an atellica ch 930 analyzer. The discordant results were reported to the physician(s). The patient samples were repeated on an alternate atellica ch 930 analyzer. The repeat results were lower than the discordant results. The repeat results were not reported to the physician(s) as the customer believed it did not change the clinical picture. There are no known reports of patient intervention or adverse health consequences due to the falsely elevated na results.